Event description:
Related manufacturer reference number: 3006705815-2023-00715 and 3006705815-2023-00716. It was reported that the patient's ipg flipped and twisted and pulled back on the leads. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.